Event description:
Subsequent to the initially filed report, additional information was received stating the lock lever was not turned more than a half turn while de-airing the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak (air observed in dc handle) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: code 2017 was removed.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the left atrium (la), but air was observed in the delivery catheter (dc) handle. It was noted the the lock lever was turned more than half a turn while de-airing the cds. Troubleshooting was performed and the issue was able to be resolved; therefore, the procedure was continued. The clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.